Event description:
An eye care practitioner reported that a pt presented with moderate pain in their left eye associated with wear of focus night & day lenses. Pt fit in night & day lenses 10/2003 on 2 week extended wear schedule with bimonthly replacement due to history of neovascularization. Uses optifree & genteal mild tears. Pt was wearing actual device for 1 day. Small central bacterial corneal ulcer with ring infiltrate located at 10 o'clock, os, diagnosed. Report states no anterior chamber reaction & culture was not performed. Prescribed zymer q15 minutes x 1 hour, qh x 1 day, q2h x 1 day, qid x 7 days. Follow up in 9/2004 with diffuse haze of the cornea. Prescribed lotamax 1drop qid x 3 days to decrease inflammation. Event resolved with scar, but no loss of visual acuity. All medication discontinued and lens wear resumed. No further info is available at this time.